Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry and with debris on the lens. Visual inspection found no visible damage to the lens and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -18.0/+2.0/121 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2019. The patient experienced a refractive surprise and the lens remains implanted. The patient has difficulty with seeing near and reading. The cause of the event was due to user error.

Manufacturer narrative:
It was reported that on (B)(6) 2020 the lens was exchanged with a same model/length lens but different power and the problem resolved. Patient code 3191: no code available (secondary surgery, lens exchange). Corrected to (B)(6) 2019. Should be corrected to (B)(6) 2019 in initial medwatch report. Claim#: (B)(4).